Event description:
Caller reported a malfunction on the pump, identified as malfunction code malf 0, which was resettable. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with the reset, after which the issue did not recur. Customer was advised to continue using the pump and to contact support if the malfunction code appeared again.